Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008 hemodialysis (hd) machine that had smoke at the power supply. A fresenius regional equipment specialist (res) was called onsite and replaced the power supply to resolve the machine issue. Functional testes were completed on the machine after the repair. The machine was reported to have 25,592 hours. Upon follow up, the biomedical "technican" (biomed) confirmed that the nurse saw visible smoke coming from the power supply. No other heat or electrical damage related to the smoking power supply was observed, including burned or melted components, spark, flame, fire, or arcing was reported. There was no damage observed on any other components, including the outlet. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed confirmed an res was onsite and replaced the power supply to resolve the machine issue. The machine passed all functional checks and is back in service without issue. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The power supply was discarded and not available for return to the manufacturer for physical evaluation.

Event description:
A user facility reported a fresenius 2008 hemodialysis (hd) machine that had smoke at the power supply. A fresenius regional equipment specialist (res) was called onsite and replaced the power supply to resolve the machine issue. Functional testes were completed on the machine after the repair. The machine was reported to have 25,592 hours. Upon follow up, the biomedical technician (biomed) confirmed that the nurse saw visible smoke coming from the power supply. No other heat or electrical damage related to the smoking power supply was observed, including burned or melted components, spark, flame, fire, or arcing was reported. There was no damage observed on any other components, including the outlet. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed confirmed an res was onsite and replaced the power supply to resolve the machine issue. The machine passed all functional checks and is back in service without issue. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The power supply was discarded and is not available for return to the manufacturer for physical evaluation. Additional information was received via medwatch regarding the reported event. The dialysis machine was plugged into the red outlet on the medical intensive care unit (micu) where an electrical spark and smoke occurred. The machine was not yet powered up. It was reported that there was black residue on the nurses gloves, however there was no electrical burn to the nurse. The machine as taken out of service and electrician called to check the outlet. The nurse was seen by the environment, occupational health and safety (eohs) and there was no reported injury. Further follow up with the biomed was conducted and it was confirmed that the power cord was replaced and the machine was back in service. There was no patient involvement associated with the event.

Manufacturer narrative:
Plant investigation: the power supply was returned to the manufacturer for physical evaluation. Inspection of the returned power supply found splits in the power supply cable near the power plug, charring on the hot and neutral terminals within the power plug, and lint and dust on the power supply¿s components and wires. After installing the returned power supply into a test machine, a pop noise was heard from the area of a power receptacle, the power receptacle¿s breaker tripped, and soot appeared on the receptacle and on the wall near the receptacle when the power supply¿s power plug was plugged into the receptacle. Troubleshooting found the power supply cable¿s black (hot) and white (neutral) wires to be shorted together. An internal inspection of the power supply cable found the black (hot) and white (neutral) wires to charred and shorted together where the cable¿s insulation had split near the power plug. After replacing the power supply cable, the test machine powered up without alarm or failure, and then completed a subsequent self-test program without alarm or failure. A records review was performed on the reported device serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework during the manufacturing process which could be related to the reported event. Additionally, a review of the device history record (DHR) confirmed the results of the in-progress and final quality control (qc) testing met all the requirements. The investigation into the cause of the complaint was able to confirm the reported event.